Event description:
Device malfunction: none. Time of symptoms: after the procedure. Symptoms/ae: hypotension. It was reported that after a stenting procedure of the right internal carotid artery, in 2007, with an rx acculink, the patient experienced hypotension requiring a dopamine infusion and prolonged hospitalization. Symptoms were resolved three days later, and the patient was discharged to home that same day. No additional information available.

Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports associated with this lot number.